Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the original customer service representative (csr) documentation and additional information obtained following a review of the call. The patient claimed that the meter had been reading inaccurately since he obtained it in (B)(6) 2016; although no results were provided for this time. The patient manages his diabetes with insulin. He denied making any changes to his usual diabetes management routine as a result of the alleged issue. He claimed that on (B)(6) 2016, he woke up with symptoms of "sweating, trembling [and] exhaustion." He reported that he tested his blood glucose level and obtained an alleged inaccurately high blood glucose result of "94 mg/dl" on the subject meter compared to "70 mg/dl" on an abbott meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results meets lfs' accuracy criteria. The patient reported that he self-treated his symptoms with a bag of sugar. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain blood samples and he described the correct testing steps. The csr also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The csr walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.